Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, nebulizer treatments scheduled as repeat doses were not appearing for removal after the first dose had been administered. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nebulizer treatments scheduled as repeat doses were not appearing for removal after the first dose had been administered due to mapping error on the pis side. A technical support specialist (tss) contacted the customer regarding the case, and they provided the relevant order ids and visit ids. The tss added this information to the electronic protected health information system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.